Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter. Under magnification, an "s" shaped material rupture was present longitudinal to the length of the balloon length. The edges of the rupture are pushed inwards towards the inner lumen. The returned guidewire was within the inner lumen of the catheter and it was damaged with severe kinks and a bend with intermittent contrast and blood residue. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: returned product analysis confirmed the material rupture is "s" shaped, longitudinal to the length of the balloon length. Additionally, the returned guidewire was within the inner lumen of the catheter and it was damaged with severe kinks and a bend. There was nothing found to indicate there was a manufacturing related cause for this event. In the opinion of the hcp, the calcified anatomy of the target lesion is possibly related to the nature of the rupture. Reportedly, there are no stents present in the target lesion or tracking path. It is unknown if the hcp predilated the target lesion. Therefore, the known information from the hcp and the returned sample provides both confirmation of the reported event, but does not identify the exact root cause(s), although its possibly due to the calcification of the target lesion.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating the calcified target lesion in the superficial femoral artery (sfa) before reaching nominal pressure. The health care professional (hcp) used a contralateral approach to gain access to the target lesion with a bentson guidewire. It is unknown if the hcp predilated the target lesion. The hcp inflated the lutonix dcb to 4 atmospheres (atms) when the hcp noticed the balloon was not inflated. In the opinion of the hcp, the calcified anatomy of the target lesion is possibly related to the nature of the rupture. Reportedly, there are no stents present in the target lesion or tracking path. The hcp used another device to complete the patient's procedure. The lutonix dcb was returned for evaluation. No adverse patient outcomes were reported.